Event description:
Customer called regarding issues with his infusion sets. During the call, customer stated that the buttons on the insulin pump are unresponsive. Customer had to leave to troubleshooting could not be completed. Customer was advised to call back later for keypad troubleshooting. Customer's blood glucose was 364 mg/dl. He treated with a manual injection. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).